Event description:
Atrial undersensing noted on presenting egm. Suspect at/af burden of 87.9% may be under reported due to undersensed p waves causing the device to classify arrhythmia as terminated though at/af event in progress. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).